Event description:
Customer reports the defibrillator was connected to a pt in a stopped ambulance and delivered a shock without reason. Service representative unable to duplicate reported condition. Proper operation of the device was confirmed.